Manufacturer narrative:
The reported event of oversensing noise was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead could not be implanted due to noise oversensing. The ra lead was removed and replaced. The patient had no adverse consequences.